Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2002. A subsequent revision was performed (B)(6) 2013 due to infection. The patient's knee was washed out and the bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with (B)(4).